Event description:
During an atrial fibrillation procedure, difficulty was noted during transseptal puncture. The device was then attempted to be removed and the procedure cancelled, but the sheath was unable to be removed from the access site. After removing the sheath, in an unknown manner, it was observed to be separated with the braiding unwound.

Manufacturer narrative:
The reported event was for transseptal puncture difficulty, sheath removal difficulty and a severed sheath shaft. The results of the investigation are inconclusive since the device was not returned for analysis; however, one image was submitted for evaluation. The image appeared to show the sheath tubing had been torn and separated but was still connected via braid wires. The soft gray tip appeared to be torn and the sheath tubing appeared to have an egg shell like appearance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The damage is consistent with the product being stored outside the shelf box and exposed to light. The product instructions for use (IFU), warns that the product should be stored in a cool, dark, dry place.

Event description:
The device was removed from the patient by pulling on the unraveled braiding coil. No additional intervention was required and the procedure was cancelled.